Event description:
The customer contact reported a leak of a chemotherapy agent. The tubing set was being used to deliver an unspecified chemotherapy agent. After an unspecified length of time in use, a leak of solution was noted coming from a crack at an unspecified location on the tubing set. The solution was cleaned up per the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to (B)(4), the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.